Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented in clinic for a post-implant follow up. Upon review, several non-sustained right ventricular oversensing episodes were observed on the ventricular channel. The patient did not receive therapy during the oversensing. No intervention was reported. The patient was stable and asymptomatic throughout.